Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm seguin semi-rigid saddle ring was chosen for implant in the mitral valve. This procedure was performed due to history of mitral valve prolapse. A ring sizer set was used during procedure. The mitral valve repair included a cleft closure. The posterior leaflet was repaired. The mitral valve repair included subvalvular repairs, including chordal replacement with artificial chordae or suture. There were no intraprocedural adverse events reported. The ring was successfully implanted. On (B)(6) 2022, the patient was admitted to the hospital for a repeated mitral valve prolapse. On (B)(6) 2022, transthoracic echocardiogram (tte) was performed which was abnormal. On (B)(6) 2022, the device was explanted, and the valve was repaired. A 30mm seguin semi-rigid saddle ring was successfully implanted to resolve this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - arb pmcf, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the physician believes this event was caused by the patient's medical history of mitral prolapse. No additional information was provided.

Manufacturer narrative:
An event of mitral valve prolapse one month after device implant so the ring was explanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that a larger device was used to replace the originally implanted ring. Information form the field indicated the physician thought the event was due to the patient's history of mitral valve prolapse. There is no indication of a product quality issue with regards to manufacture, design, or labeling.